Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "when loading tubing, unit doesn't see the door close" was reproduced. A review of the event history log revealed evidence of the reported problem as "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was a loose upper link screw. The link screw requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an loading tubing, unit doesn't see the door close during testing at the biomedical service department. There was no patient involvement. No additional information is available.